Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11565. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to recurrent dislocation. Attempts have been made and no additional information is available at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This will be reported under a UK MFR number.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This will be reported under a UK MFR number.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.